Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, curved opening, yellow particles in valve and shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening and a curved striated opening on radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Yellow particles in valve, they were not consider as workmanship due to the device was explanted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "particles in valve". Device has been explanted and replaced.